Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
Boston scientific received information that this pacemaker was depleting at an accelerated rate. The health care professional (hcp) claimed that the device¿s battery indicated less than three months wherein the last time it was checked eight months ago it showed eleven years. Boston scientific technical services (ts) verified that pacing outputs have not been increased and patient has not been in atrial fibrillation (af). However, patient had high ventricular episodes stored but not atrial tachy response (atr) and there were no fault codes on interrogation. Further, ts asked the hcp to send a save to disk and memory dump. Upon confirmation, the device started having a high rate of depletion about eight months ago. The device was malfunctioning but the battery status indicator appears to be functioning correctly. However, the cause of depletion of this pacemaker at an accelerated rate could not be determined. The device was explanted and will be returned for analysis. No additional adverse patient effects were reported.